Manufacturer narrative:
The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. During evaluation the device experienced a delayed keypad response. A device history review revealed no issues that could have caused or contributed to the reported issue. The cause was identified to be failed processor board during flash testing which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device experienced a delayed keypad response. No additional information is available.